Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
Reporter reported an issue with a freestyle blood glucose monitor. Further troubleshooting identified that the unit of measure setting could be charged from mg/dl to mmoll. There was no report of death, serious injury or mistreatment associated with this event.